Event description:
It was reported the middle light on the access therapy controller was dim. The patient had a complete return of symptoms. The middle light did not blink to indicate the battery was low. The patient did not receive notice the battery was low. The patient's therapy stopped. The patient will need immediate surgery to change the battery.